Manufacturer narrative:
Through the investigation of the 2 reagent kit lots (g08097 and g09213), no product issue was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results with the multiple patient samples using the cobas® sars-cov-2 qualitative assay for use on the cobas®6800/8800 systems cobas 6800/8800 sars-cov-2 test data provided by the customer showed 54 samples generated target 2 positive and target 1 negative results. However, no alleged sample ids were provided to confirm if these were the sample results in allegation. Two reagent kit lots (g08097 and g09213) were observed in the data. The customer indicated they compiled 256 samples were initially target 1 negative and target 2 positive between (B)(6) 2020, over approximately 10,000 tested samples. Repeat testing on these 256 samples generated the following results: 100 samples were retested with the abbott test: 32 generated concordant positive results and 68 generated negative results on retest. 98 samples were retested with the thermo test: 17 generated concordant positive results and 81 generated negative results on retest. 59 were retested with the cobas 6800/8800 sars-cov-2 test: 15 generated concordant positive results and 44 generated negative results on retest. Of the 256 samples, the customer indicated 27 samples are nasopharyngeal swab with 0.9% saline. Although requested, the sample type and collection method of the remaining 229 samples were not provided. The customer indicated only the repeat results were reported out. No harm was indicated. No further information or data was provided on the repeat testing for these samples. According to the method sheet of the test, cobas® sars-cov-2 for use on the cobas® 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal and oropharyngeal swab samples from patients with signs and symptoms suggestive of covid-19 (e.g., fever and/or symptoms of acute respiratory illness). The method sheet of the product indicates in the table: overview of collection devices and sample types, that nasopharyngeal samples are to be collected using (B)(6) transport media (utm-rt) and bd¿ universal viral transport (uv) and 0.9% physiological saline is to be used to collect the nasal samples. The method sheet of the product also indicates in the table: lod determination using USA-wa1/2020 strain shows the concentration level with observed hit rates greater than or equal to 95% were 0.009 and 0.003tcid50/ml for sars-cov-2 (target 1) and pan-sarbecovirus (target 2), respectively. Since the target 2 has a lower lod concentration, thus more sensitive than target 1, if a sample contains a viral load near the lod, it is possible that a sample can generate a target 1 negative and target 2 positive results. Further, when a sample is at the lod of the test, results can waver between positive and negative in repeat testing due to the nature of the test. However, since no data with specific sample ids was provided, the lod scenario could not be confirmed. Investigation on the 2 reagent kit lots (g08097 and g09213) did not identify any product issue. Product is performing as intended. We initially reported 2 MDR reports (2243471-2020-00022 and 2243471-2020-00023) to FDA for this customer allegation. After the initial MDR filing, we confirmed that 44 discrepant results were reported. As such, additional 42 MDR reports are being filed.